Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision as the patient had (B)(6) and sepsis. There were no additional adverse patient effects reported. Attempts were made to obtain additional information but were unsuccessful. All available information indicates that the product was explanted.